Manufacturer narrative:
Sections with additional information as of 21-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation. Defect found on rev 4. Returned meter - e-0 with controls. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Pending investigation of products. Supplemental report will be submitted once qc investigation is concluded.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 355 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1 : 299mg/dl, date: (B)(6) 2020, time:910pm, fasting at night; result 2 : 316mg/dl, date: (B)(6) 2020, time:1048pm, fasting at night; result 3 : 355mg/dl, date: (B)(6) 2020, time:1210pm, fasting at night; result 4 : 249mg/dl, date: (B)(6) 2020, time:945pm, fasting at night; result 5 : 260mg/dl, date: (B)(6) 2020, time:1030pm, fasting at night.